Event description:
After completion of a routine hemodialysis treatment, while removing the cartridge disposable, it was noticed that approximately 120cc of blood had leaked from the cartridge. No medical intervention was required.